Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the auxiliary water tube used during the scope reprocessing process was washed in the sink, but instead of using a high-level disinfectant, it was soaked in bleach and then dried. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the device had to be disinfected using a high-level disinfectant solution, but it was soaked in bleach, and then dried, could not be identified. There may be a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the recognition of the subject facility. The root cause of the subject event was unable to be specified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿.¿. Olympus will continue to monitor the field performance for this device.